Event description:
It was reported that during a lobectomy procedure, error code displays generator. Unk how case was completed. There were no adverse consequences to the pt. One device will be returned.

Manufacturer narrative:
Date sent: 04/14/2008. Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the int'l svc center. Based upon the inquiry info rec'd visual and functional examination, the unit was found to require replacement of the generator pcb. After servicing the unit passed qa functional testing. The unit has not been returned for svc prior to this event, therefore, no svc history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.